Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which did not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details could not be performed via system logs due to insufficient information. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
On 20-dec-2024, intuitive surgical, inc. (Isi) received FDA medwatch report with uf/importer report # (B)(4) stating: "side of bladder was found to be charred, followed area up to tip of davinci monopolar cautery hook. Tip of hook was black and charred, sides of instruments melted, inside bladder wall tissue black and charred. Instrument taken out of patient and replaced." The instrument involved with the reported event was a permanent cautery hook (pch) instrument charred the bladder wall. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.